Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient in regards to the stimulator not working. Caller stated that they fell on wednesday and since then , the device has not been working. Agent redirected the caller to the hcp to further evaluate the ins. Caller stated that they think their hcp retired and were unsure the new hcp name.  Could assist with the ins too. Agent sent message to the field with callers request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient clarified the statement of "the device was not working" by responding that the issue was with "symptom control." The patient noted the cause of the issue was due to normal battery depletion and also determined and noted the likely cause as being "long term use." When asked the steps that were/will be taken, the patient indicated "appointment with doctor to put up replacement." The patient indicated that the issue has been resolved and also noted that the fall's effect on their implant was not determined.